Event description:
Healthcare professional reported via sus voluntary event report "suspected rupture" and "device malfunction-that is, the device did not do what it was supposed to do."

Manufacturer narrative:
In response to FDA report number: (B)(4).

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported left internal mammary lymphadenopathy with silicone on biopsy and "a single pink nodule" which is non device related. The device has been explanted and replaced.

Event description:
Healthcare professional reported left internal mammary lymphadenopathy with silicone on biopsy and "a single pink nodule" which is non device related. Healthcare professional reported via sus voluntary event report "suspected rupture" and "device malfunction-that is, the device did not do what it was supposed to do." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed were openings on the device. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: observed deformation on the device. Observed wear abrasion on the device. Observed creases on the device. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.